Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on and no led was blinking when the button was turned on. Upon functional testing, the fse performed a generator test. The circuit breaker tripped because of a surge. The fse reseated the circuit breaker and booted the system, after which the system was returned to use in good working order. These codes were updated based on investigation outcome.